Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 sample returned. The instrument arrived in a contaminated condition. There is a clear visible charring at the right side of the upper jaw. There was blood soiling noted; no additional abnormalities found. Mechanical function tests indicated proper clamping and cutting function. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: the most probably root cause in this case is improper cleaning during surgery. Saline solution in conjunction with carbonized residue of blood and tissue can initiate an arc. Additional root cause may be a damaged insulation tongue (dissection clip) which results from improper handling during cleaning of the electrodes. Corrective/preventive actions: the failure rate is within the acceptable range of the risk analysis, no further actions required; however, there has been an engineering change initiated.

Event description:
Country of complaint: (B)(6). After a short time in use, the instrument created a short and sparks appeared. No pt injury, no prolongation or deviation to the scheduled surgery.

Manufacturer narrative:
U.s. Reporting agent notified on: 07/13/2015. Mfg site eval: eval on-going.